Event description:
It was reported that the tube connected to the battery box was broken, allowing for the irrigant to leak. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
(B)(4): device discarded by user facility.